Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex device was returned within a shipping box, an open pipeline flex outer carton and inner pouch, and a dispenser coil. ¿ visual inspection/damage location details: no bends or kinks were found with the pipeline flex pusher. The pipeline flex pusher distal hypotube was found stretched with the shrink tubing pulled back from the proximal bumper. No damage was found with the pipeline flex pusher resheathing pad, sleeves, or tip coil. The pipeline flex braid was returned detached from the pusher; therefore, the proximal and distal ends could not be identified. Both ends of the pipeline flex braid were found open, but damaged (frayed). The middle of the pipeline flex braid was found damaged (kinked). ¿ testing/analysis: the pipeline flex device could not be used for resistance testing due to its damaged condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance¿ report could not be confirmed as the pipeline flex device could not be used for resistance testing. Regarding the customer¿s ¿failure/incomplete open distal¿ report, the issue could not be confirmed as both ends of the pipeline flex braid were found open. Regarding the customer¿s ¿failure/incomplete to open at middle section¿ report, the issue was confirmed as the middle of the pipeline flex braid was found damaged. Possible causes of ¿resistance/stuck during delivery¿ include use of an incompatible catheter, catheter damage, patient vessel tortuosity, user does not maintain continuous flush, or users pulls back on/torques wire while advancing pipeline in microcatheter. Possible causes of ¿failure/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. Possibl e causes of ¿failure/incomplete to open at middle section (hourglass shape)¿ include patient vessel tortuosity, damaged braid, braid was overstretched during delivery, or user deploys braid in vessel bend. It was reported that the braid was not deployed in a vessel bend and the patient¿s vessel tortuosity was normal, ruling out patient vessel tortuosity and user deploys braid in vessel bend as potential causes. Therefore, it is likely that the damage found with the braid contributed to the failure to open middle/distal events. The damage noted on the hypotube (stretching) and braid (fraying) indicates that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex device through the phenom 27 catheter against resistance. Information regarding whether a continuous flush was used was not provided, therefore, could not be ruled out as a potential cause. The phenom 27 catheter was compatible with the pipeline flex device. However, the phenom 27 catheter was not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. Therefore, the user pulling/torquing the wire while advancing the pipeline device in the catheter could have contributed to the resistance failure. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline was stuck in the middle and distal sections of the phenom catheter. The patient was undergoing surgery for treatment of a fusiform, ruptured dissecting aneurysm, in the carotid siphon. The landing zone was 4.4 mm distally and 4.4 mm proximally. It was noted the patient's vessel tortuosity was normal. The angiographic result post procedure showed that the pipeline was perfectly deployed. It was reported that the pipeline could not advance and come out of the phenom microcatheter. There was resistance felt from the tip coil, making it hard to advance. The doctor tried to release the tension inside while carefully unsheathing it but it seems stuck inside. The phenom had a problem so the surgeon tried to insert a wire and then inject but the phenom seemed to work well. After more than 45 mins of trying to advance and deliver the pipeline, the doctor then decided to use a new pipeline using the same phenom microcatheter and it was delivered in less than 10 mins. The physician released the load in the system but it did not resolve the issue. The catheter and pushwire were not damaged. The pipeline was stuck during delivery. Additional information was received stating that the cause of the event was not determined. Resistance occurred in the distal segment. The physician had found it hard to release the tip coil of the pipeline. There was friction or difficulty during delivery or positioning. The catheter was flushed per IFU during the procedure. The information is confirmed by the physician. Additional information was received. The pipeline device did not open in the distal and middle sections. It had been placed in a straight segment of the vessel, not in a vessel bend. Several attempts at resheathing were made in an effort to open the pipeline, but no other devices or additional steps were used. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.